Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the act button was not working when trying to rewind the insulin pump. It was also noted that the up and down arrow buttons were working intermittently. Customer's blood glucose reading at the time of the call was 106 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had a cracked case at a display window corner, cracked reservoir tube and a cracked reservoir tube lip.